Manufacturer narrative:
The hill-rom tech found all four brake casters not holding due to normal wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced all four brake casters to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake caster is not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).